Event description:
The tekno representative reported that the surgeon was reaming the acetabulum using a system 6 handpiece. The reamer handle was connected to modified hudson adaptor and the customer reported that the handle snapped at junction of the modified hudson adaptor. The procedure was completed by opening another set of power tools.

Manufacturer narrative:
An event regarding instrument fracture involving an acetabular reamer handle was reported. The event was confirmed. Evaluation performed by the supplier confirmed the event. No medical records were received for review with a clinical consultant. No discrepancies were reported. There have been no other similar events for the referenced lot. Conclusions: the returned device was shipped to the supplier, (B)(4), for evaluation. The supplier confirmed the event and noted that the handle broke in torsional overload. No further investigation is required.

Event description:
The tekno representative reported that the surgeon was reaming the acetabulum using a system 6 handpiece. The reamer handle was connected to modified hudson adaptor and the customer reported that the handle snapped at junction of the modified hudson adaptor. The procedure was completed by opening another set of power tools.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.